Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reported that patient's (pt) data shows multiple short recharge session with some passive recharging that likely contributed to what appeared to be a fast depletion of the ins between sept 09 and 10 (due to how battery charge is assessed when passive recharging occurs which can lead to an artificially high battery charge). Per caller the pt hasn't done any further charging since september as they don't think they can rely on the recharging to be dependable/reliable. Technical services reviewed that pt had charged up to 100% on sept 12 and that the pt should continue charging their ins so they can get an MRI scan and that it will be more difficult to get an MRI with a depleted ins. Technical services reviewed to contact manufacturer again if the pt continues to have recharging issues that can't be explained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that she was able to recharge up to 50% but the battery won't stay charged, that it depletes very quickly or not hold a charge. Patient requested a rep call back. Tss sent email to rep. ER rep the frequency is at 800hz, thus the reason for quick battery depletion. Rep dropped it down to 130hz. Rep said patient supposedly recharged up to 50%, and without usage the battery depleted to 0% the next day. Patient wasn't able to have MRI because she couldn't go into MRI mode. Technical services(ts) recommend that rep meets with patient to confirm recharge and usage data, and if it confirmed the battery drain, then rep is to get mdt data file for engineers to review, to determine possible reasons for battery depleting so quickly. Caller is with the patient and requested to pull files due to fast ins depletion. Tss walked caller through obtaining mdt report and also reviewed usage/recharge stats - see below. Stim usage - therapy unavailable on 9/10 recharge usage 2/16: 30-40% 19 min, fair 2/16: 30-40% 3 min, good 2/16: 50-60% 4 min, good 9/9: 40% 3 min 9/10: 10-50% 26 min, excellent 9/10: 60% 4 min 9/10: 60% 0 min 9/10: 60-70% 5 min, good 9/11: 60-90% 19 min, excellent 9/12: 80-100% 16 min, excellent ins is currently at 80%. Caller stated patient uses group b the most and provided the recharge interval as 11 days.

Manufacturer narrative:
Product analysis: (B)(4) product ID# 97715 sn# (B)(6) analysis determined the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported caused was due to patient letting die. Rep reported they actions taken were recharging and keeping the battery recharged. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is presenting to the ER with bladder and leg issues following 2 weeks of back pain. Pt is reporting that the ins has been dead for 2 months, controller is dead for a month. Pt is supposed to f/u with a new neurosurgeon at the end of the month to discuss to have the ins removed since it is no longer working for her.